Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead failed to capture and exhibited high pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.